Event description:
A medical facility reported that, four days after a colonoscopy using a fuse 1c colonoscope, the patient was determined to have a perforated colon. The individual reporting the event indicated that it was likely that the perforation occurred during the case, but this could not be confirmed. The patient was put on an ostomy bag. The event occurred approximately seven months prior to its reporting.